Event description:
The user facility reported a (B)(6) male in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support, and that the impella cp could not be placed due to patient¿s anatomy. An introducer was not used.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details provided were sufficient to determine a root cause. The most likely root cause of the reported delivery issue was use related as no introducer was used as per the clinical description. This report is being filed as part of a retrospective review of historical records.